Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery of insulin. The blood glucose reading was 158 mg/dl. The customer was advised to perform a 5 unit fixed prime and the insulin pump alarmed for no delivery and insulin did not exit. The customer was advised to remove the reservoir, disconnect and reconnect the reservoir and infusion set at the tubing connector, and to push insulin slowly through the tubing. The customer reported that insulin did exit, but with greater resistance than normal. The customer was advised to rewind the insulin pump and reinsert the reservoir and run a manual prime and reported that insulin did exit. The customer was advised that the alarm was caused by an occlusion. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.